Event description:
It was reported that the reservoir was occluded. Customer stated that it will not prime, the plunger will just stick and another set would not go through the tubing. No blood glucose reading provided. Customer wanted to return the reservoir for analysis. Customer stated not able to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).reference manufacturer report number 2032227-2014-15967.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.